Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the stimulation wasn't working as intended. Patient had their follow up appointment on february 12th with the nurse and the medtronic rep who turned the stimulation on and told the patient how to charge. Caller shared the rep programmed the patient with 2 settings yet, they hadn't heard back from the representative since and had tried contacting them but there was no response whatsoever. Caller was trying to find a representative that would contact the patient back and to see if all they were ever going to get was two settings or if they could meet up again and try to tweak it a little. When asked for the event date, caller said that it was on the 12th of february when the patient felt the stimulation but they were still in pain from the implant replacement surgery as there was scar tissue in there and they had to do a lot of gouging and things. Caller noted that as the pain had lessened, the patient noticed the stimulation wasn't stimulating the area that was needed. Patient was feeling stimulation in their butt cheek area and leg(s) and needed it higher up to where the incision was, specifically right below the chest but on their back. Caller also mentioned that the previous implant was like a dinosaur compared to the current implant, and that the last implant had four settings, but this implant only had two settings; agent reviewed information. Caller asked if it was normal for the patient to charge the implant every single day; agent reviewed that if the patient had higher therapy settings, they would be required to charge the implant more often. Agent reviewed role of rep and provided the nas phone number for the healthcare provider to call. The patient was redirected back to their healthcare provider to further address the issue and to meet with a medtronic representative for repro gramming to better optimize their therapy. An email was sent to the local reps for visibility and for a callback request; agent did not promise a timed-response.